Event description:
The customer complained that the pt pendant cord had been cut, exposing the wires. No injury reported.

Manufacturer narrative:
The technician replaced the pt pendant, which resolved the issue. The bed operated normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.